Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. This condition was caused by depleted main batteries. The main battery and battery harness was replaced at the facility to correct this condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. The main batteries and battery harness were replaced during the last service. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.